Event description:
The customer reported to olympus that the gastrointestinal videoscope had a bitten insertion part. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During visual examination, the reported issue was confirmed: the connecting tube was dented. Visual examination also showed the connector cover had a burn; the light guide lens was cracked; the adhesive was peeled around the light guide and objective lenses; the objective lens was discolored; the mouthpiece was loose; the forceps channel port was sheared; the control unit was discolored; the electrical connector was discolored due to water leakage; the bending section cover adhesive was chipped; and the connecting tube was buckled. Examination showed the following components were scratched: lock engagement lever; lock engagement knob; both directional knobs; universal cord protector; scope connector cover; switch box; scope cover; scope connector; universal cord; hand grip; control unit; and connecting tube. Functional testing showed the device was not water tight due to a pinhole on the forceps channel. Additional testing showed the up/down knob had excess play and the bending angle for the up direction did not meet with specifications. Both directional issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.